Event description:
Customer reported meter results of 67 mg/dl and 146 mg/dl within 10 minutes on the advantage system. Customer reported symptoms of hypoglycemia for which she self treated. No adverse event reported. A request was made for the return of the system. Replacement was sent.